Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual operation manual ¿gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a defective angle. There was no report of patient harm. The device was returned, evaluated, and a foreign object came out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1) establishment name: (B)(6) medical. The device was returned to olympus for evaluation of the reported issue. It was found that the bending angle in the up direction and the play of the upward/downward knob were not within standard value due to wear of the angle wire. In addition to the foreign object found coming out of the nozzle, other evaluation findings are as follows: water tightness was lost due to a pinhole on the bending section cover; the bending section cover was scratched; the adhesive on the bending section cover, the light guide lens and the objective lens had white clouded area; the connecting tube was scratched, discolored, and dented; the suction cylinder was shaved; and there were scratches on the universal cord. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no any idea about the nature of the foreign material. There was no delay in the start of the precleaning but there were unspecified abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.